Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen. A field service engineer inspected the station and found no power, with all cords and cables securely connected, powered on the unit, observed the fan twitch, but the station did not start, removed the back panel and disconnected all drawers from the main bus, then applied power again, but the station still did not start, reconnected the main drawers and disconnected the auxiliary drawers; the station powered on successfully, reconnected auxiliary drawers one at a time and identified auxiliary drawers 4.1 and 4.2 as the cause of the power issue. Replaced the older-style drawer controllers on drawers 4.1 and 4.2. Tested the repaired drawers in hardware test application (hta) and confirmed proper functionality. Additionally tested several other drawers, which were functioning normally, customer completed inventory for auxiliary drawers 4.1 and 4.2 and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device became stuck on a black screen and remained offline in remote smart service (rss) for approximately one hour. The customer attempted to reboot the station; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.